Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a proglide device after an epidural steroid injection (esi) procedure using a 6f sheath. Scar tissue was encountered during the puncture. Reportedly, while advancing the plunger, a significant amount of resistance was felt. Then, while retracting the plunger, it was observed the anterior needle had only a segment of white thread and the sutures were not connected. After withdrawing the plunger, it was observed the needle was bent. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the reported difficulty appear to be related to challenging anatomical conditions. The treatment appears to be related to circumstances of the procedure. Per the instructions for use (IFU), section 7.0 states: "do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair." There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 medical device problem code: 2017 - against resistance.